Event description:
Event was reported to caldera medical by an attorney. The patient has suffered urinary incontinence, severe abdominal pain, severe pelvic pain, vaginal prolapse, erosion, and an inability to have sex. No further information has been provided.